Event description:
It was reported that the second trocar of the meniscal cinch device did not deploy the second peek implant during meniscal repair. Follow-up information:it was stated that the first peek implant remained implanted and the second was not able to be used and was removed. Another meniscal cinch device was used to complete the case without issues.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. One device returned with trocar #2 and hand piece. Suture construct with implants and #1 trocar were not returned. There is no visual non-conformance to the returned devices. Parts of the device involved in the complaint were not returned so the cause of the event could not be determined. The most likely cause of the complainant event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.